Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-01184.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-01184. It was reported the patient experienced pain following a trial implant procedure. As a result, the patient was hospitalized overnight wherein the patient underwent surgical intervention. Reportedly, one lead was explanted and the second lead was partially removed. Later, the physician removed the remainder of the second lead. Issue was resolved.